Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that during the patient¿s clinic visit on (B)(6) 2017, numerous pump stoppages were observed. The manufacturer's technical services representative reviewed the submitted log file and the data showed multiple pump stops and/or speed drops greater than 200 rpm below the low speed limit. These issues only appeared to be occurring while the lvad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). It was also observed that there were steady low flows associated with steady lower power that was associated with a drop in the average pulsatility index. This type of data in the past has been linked to potential thrombus. On (B)(6) 2017, it was reported that external x- ray images showed an area with a driveline compression. The patient's family made a decision to hold off on any driveline repairs and the patient would use an ungrounded power module patient cable when connecting to the power module. An ungrounded patient cable was provided to the patient. On (B)(6) 2017, it was reported that the health professionals did not suspect thrombus. The decrease in power and flows in log files were attributed to hypovolemia. The patient has history of low flows. The lvad clinician stated that the patient is always hypovolemic and was hypovolemic at the time of the low flow alarms. Patient was given volume and is clinically stable. On (B)(6) 2017 , it was reported that the lvad team does not suspect thrombus and attributes the low flow issues to hypovolemia. Technical service reviewed the log file submitted on (B)(6) which showed constant low flows with constant power which could be caused by hypovolemia. There were low speed events that occurred. On (B)(6) 2017 at 10:09:28 am speed went down to 6360 rpm then recovered. Also on (B)(6) 2017 10:14:28 am speed went down to 4130 rpm then recovered. Technical service reviewed the log file submitted on (B)(6) 2017 which showed low flow events on (B)(6) 2017.